Event description:
The company was informed that the patient is experiencing reduced sound quality and dizziness with device use. Programming adjustments have been made; however this has not resolved the issue. The patient was prescribed steroids for 1 week. Advanced bionics is in the process of gathering more information. Once more information is received a supplemental report will be submitted.